Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed testing.

Event description:
The customer reported that the surgeon could not pull the trigger or activate the knife blade to cut the pt's tissue. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation is damaged.